Manufacturer narrative:
A customer in japan reported to biomérieux that they obtained a potential misidentification of streptococcus thoraltensis as streptococcus pneumoniae with the vitek ms (ref. 410895, serial number not reported) knowledge base 3.2. Investigation: the investigator reviewed the biomérieux complaint database for similar issues. Since january 2016, biomérieux has not received any other claims of the misidentification of streptococcus thoraltensis as s. Pneumoniae. Fine tuning according to vilink alert tool criteria, fine tuning looked sufficient during customer¿s tests. Spot preparation: spot preparation appears good as the calibrator ¿all peaks¿ values were homogeneous. However, monitoring of the fine tuning status with vilink alert tool is useful only if all mandatory fine tuning criteria have been met and if the calibrator spot quality preparation is good. Knowledge base review: steptococcus thoraltensis is present in the vitek® ms knowledge base v3.2; however no reference identification method was used to confirm the organism result, thus the expected ID remains unknown. Sample data analysis: analysis of the raw data cannot be performed because the customer was not able to provide us the lab ID corresponding to the potential misidentification. The data provided was not sufficient to determine the cause of the issue. A strain return is needed in order to do further investigation regarding this case. Conclusion: the investigator was unable to reproduce or confirm the customer¿s report. Root cause remains unknown. Further investigation is not possible without receipt of the customer¿s sample.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Incident description: a customer in (B)(6) reported to biomérieux that they have obtained a potential misidentification of streptococcus thoraltensis as streptococcus pneumoniae with the vitek ms (ref. 410895, serial number (B)(4)), knowledge base 3.2. Streptococcus pneumoniae was twice identified with vitek ms, confidence levels 99.7% on the first measurement and 93% when remeasured after fine tuning. Testing via vitek 2 provided an identification to streptococcus thoraltensis. At the time of the global assessment, the organism misidentification has not been confirmed via reference method. The customer stated the result was reported clinically as streptococcus spp.; there was no delay in reporting and no adverse patient health impact. An investigation has been initiated.